Event description:
Complainant has osteoarthritis. She had been receiving cortisone shots every 4-6 months for the last 1 1/2 years with no problems. Her primary care doctor convinced her that the new synvisc one would be the best thing for her, so she agreed to the shots. On (B) (6) 2010, she received an injection of synvisc one in her right knee. On (B) (6) 2010, she received an injection of the same in her left knee. Approx 2 1/2 weeks later on (B) (6) 2010, her legs swelled up and she was in excruciating pain. She was seen by her primary care doctor who withdrew 30 cc of fluid from her right leg and 15 cc of fluid from her left leg. These were later cultured and found to have no infection. She was rushed to (B) (6) hospital, (B) (6) where she had an ultrasound and they determined that she did not have any blood clots. She is not allergic to eggs or poultry products. She is so upset because the doctor admitted to her in the presence of her husband that she was the third person this month at this clinic to have a reaction. She was previously very active and athletic and now can hardly walk. She lays down at 5:00 pm each day and doesn't' get up until noon the following day because she feels so terrible. This severely limits her mobility and affects her employment as well as she is self-employed and cannot get to work. She contacted the company and was told to contact the MFR which is the genzyme corp.